Manufacturer narrative:
The device involved in the reported incident has been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
This is the first of three reports involving an osvii lp three piece shunt sys (909702p) [same user facility, different pts]. It was reported that the osvii shunt had to be revised due to the product "not working correctly". Reportedly overdrainage was one of the problems. The valve was implanted on (B)(6) 2010, and it was explanted on (B)(6) 2011. Add'l info has been requested.